Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) post pace. The oversensing was indicated to be intermittent and not affecting rates nor generating episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.